Event description:
It was reported that a malfunction occurred on the pump, possibly after getting wet. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.